Event description:
Damage to the pump's housing and usb port was reported by the customer, which impacted their ability to charge the pump. There was no reported impact to the customer's blood glucose level. Technical support decided to replace the pump as a resolution, and although the pump was out of warranty, the customer expressed interest in obtaining an out-of-warranty loaner pump.